Manufacturer narrative:
No consequences or impact to patient; (B)(4) low test results; (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
Patient 1 ((B)(6), female patient): on (B)(6) 2011 a falsely depressed architect sodium result of 100 mmol/l was generated on patient 1. The sample repeated at 141.3 mmol/l. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Due to the questioned results, the instrument was inspected and found to have a clogged sample probe and bent mixer. In addition, the cuvette wash nozzles 2 & 3 were found to have debris build up. Any of these three hardware components not performing as intended could potentially lead to discrepant results being generated. After clearing the blocked sample probe, replacing the bent mixer and cleaning nozzles 2 & 3, the instrument generated results as expected within specifications. To investigate the issue the investigation team reviewed the customer information, the service history for (B)(4), complaint and internal information, the architect operations manual and the ict related package inserts. A review of the system service history provided no additional information to assist in identifying the exact cause for the depressed results. Section 10 troubleshooting and diagnostics provides probable causes and corrective actions related to the customer issue under the observed problem depressed results. A review of complaint and internal information did not identify a systemic failure associated with the sample probe, mixer, cuvette wash nozzles 2 & 3 or the architect c8000 system. No product deficiency was identified.